Event description:
It was reported that a recently trained user¿s ilet insulin pump became stuck on a blue screen and was unresponsive despite phone resets and bluetooth reconnect attempts, for which a replacement ilet was provided while the original was awaited for return. Symptoms included no adverse clinical effects and no impact to blood glucose, as the user maintained therapy with backup methods. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting, device data review, and follow-up to confirm that the original ilet later powered on and exited the blue screen, with the device subsequently returned for evaluation. Investigation of this case revealed no fault found with the original device and no replicable malfunction associated with the display or user interface. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.